Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 7.0 x 100mm, 135cm mustang balloon catheter was advanced for dilation. However, on the third inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.